Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. However, during priming the device was unable to prime due to a faulty force sensor resistor. The excessive no delivery test and occlusion test was unable to be performed due to prime anomaly. The device was received with broken battery tube threads, cracked case at reservoir tube window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call damage to the insulin pump. Customer advised they have been experiencing high blood glucose levels, but are unsure of what their blood glucose was at the time. Troubleshooting for the cosmetic damage on the insulin pump was performed. The damage included missing pieces and cracks from the device. The damage was located at the reservoir compartments and the other battery compartments. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.